Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the roller clamp was misaligned. The sample was then submitted for an underwater pressure test and a leakage was observed through the closed roller clamp. The reported condition was confirmed. The root cause was attributed to a molding process variation in cavity number 1. As a corrective action the cavity was sealed and is no longer being used. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that a buretrol solution administration set in which the roller clamp does not close. The condition was identified prior to patient use. No additional information is available.